Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a "no disposable, clamp tubing" alarm occurred to a smiths medical cadd-legacy® plus pump. The alarm then switched to "no disposable, pump won't run" alarm. The alarm was unable to be cancelled and taken out of service. It was noted that the phenomenon may have been caused by the cassette. There were no reported adverse effects.